Manufacturer narrative:
The dv8 retractor is a class I 510k exempt device under product code gad (retractor) which falls under regulation 21 cfr 878.4800 as a "manual surgical instrument for general use."

Event description:
It was reported that upon completion of a pvi procedure with general anesthesia on (B)(6) 2016, the patient experienced pain. Uninterrupted eliquis was given. The dv8 device was employed to laterally displace the esophagus; however, esophageal intubation was reportedly difficult. Post procedure, the patient experienced pain in the oropharynx as well as dyspnea. The hospital ear nose and throat service was consulted, and a laryngoscopy was performed. Mucosal injury was noted in the vallecula and arytenoid, thought likely secondary to trauma. No other airway injury was noted. The patients voice was stable and there was no evidence of a vocal cord injury. The patient received a dose of intravenous tylenol and the discomfort improved several hours after extubation. The following day, the patient had a chest x-ray, which revealed no evidence of a pneumothorax. A contrast esophagram was also completed, which revealed no evidence of esophageal/pharyngeal perforation. The patient was feeling well the following day with minimal throat and neck discomfort and was discharged. The patient was seen a month later and had no throat or neck discomfort. If additional information is provided, a follow up report will be sent.